Manufacturer narrative:
Precision and qc runs were within established specifications. The customer has glucose modifications already performed. A field service engineer was dispatched but could not determine the root cause. The glucose electrode was replaced and was returned to bci for further investigation.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding eleven glucose patient results not within the criteria of acceptance when running in duplicate mode. All samples were rerun on another instrument and verified prior to reporting. There was no affect to patient treatment with regard to this event.